Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset error did not recur; customer was then advised to wait 20 minutes before starting new sensor session and confirmed understanding of instructions.